Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully closed. Slight delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. A 0.035-inch guidewire was backloaded through the nosecone and resistance was felt at 112.6 centimeters(cm) but could be advanced past this and pass fully through the dcs. Additional analysis was conducted where the handle was disassembled and the stability shaft advanced to expose the outer shaft. There was deformation noted to the outer shaft under the strain relief. The middle member was removed from the outer shaft and a kink was noted to the middle member under the outer shaft deformation site. Both the outer shaft deformation and the middle member kink were measured to be at 112.6 cm distal to the nosecone tip. The reported event for interaction issues with guidewire could be confirmed in the analysis. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded correctly and a pre-implant balloon dilatation was performed. After that, insertion of the guidewire from the capsule side was attempted but it was blocked and did not come out the flushport lumen guides. The attempted to insert the guidewire again but it did not pass. The delivery catheter system (dcs) was changed and the procedure was successful and the patient remained stable throughout the procedure. No adverse patient effects were reported.